Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported via the sales rep that during surgery, the surgeon attempted to release the handle that releases the bridge. However, the surgeon struggled to do this. When the handle was finally released, the surgeon noticed that the spring mechanism inside the handle was damaged. The sales rep further reported that one of the pins that holds the spring mechanism in place was lost. It was not known if the pin had fallen into the wound site. Therefore, the surgeon requested an x-ray be performed and it was confirmed that the screw was not left in the pt. The sales rep added that this caused no significant delay to surgery and no adverse consequences were reported.